Event description:
It was reported that angiography performed post accessing the lesion, revealed thrombus in the catheter. The physician successfully dissolved the thrombus by administering medication and completed the procedure with the same stent delivery system. The patient was reported to be in stable condition.

Event description:
It was reported that angiography performed post accessing the lesion, revealed thrombus in the catheter. The physician successfully dissolved the thrombus by administering medication and completed the procedure with the same stent delivery system. The patient was reported to be in stable condition.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remained implanted; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specification nonconformance. There is no indication that the wingspan device malfunctioned. Thrombosis is a known and anticipated complication to these types of procedures and is listed as such in the device directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.